Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported the cycler alarmed for air detected in the cassette during fill 1 of 5. During troubleshooting the alarm could not be cleared. The patient was advised to discontinue treatment. When the cassette door was opened fluid was found to have leaked. The patient was advised to contact her pd nurse. The set was discarded. During follow up the patient's pd nurse reported the patient's effluent remained clear. There were no complications following the event.